Event description:
A pump alarm was reported. It was thought the patient came in to the office because she had decreases in therapy. It was later reported that she came in because, she was going to have a botox injection. Low reservoir was estimated to have occurred on (B)(6) 2013, about a month prior to the report. The pump was interrogated on the day of the report, and it said "reservoir volume zero". The patient's pump was noted to have been alarming. The patient did not show signs of withdrawal. It was thought that the pump had been empty for about a month, and it was later noted that the patient's pump was empty since around (B)(6) 2013. The medication used within the system was lioresal 2000 mcg/ml. It was later reported that event was caused by normal battery depletion. An elective pump replacement was tentatively scheduled for (B)(6) 2013. The patient was reported to be doing well.

Manufacturer narrative:
Product ID: 8591-38 lot# a96788, implanted: 2007 (B)(6), product type accessory product ID: 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).